Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he sees starbursts and that a capsulotomy was performed. He stated that his visual acuity is "great". In a f/u, the surgeon stated that the pt had an uncomplicated surgery with great postoperative results. He stated that the pt's symptoms are within normal range and are not related to the iols. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/30/2010 and 09/07/2010 by phone, fax, and mail. Additional info was received by phone on 09/07/2010.. A completed questionnaire was not received. (B)(4).